Manufacturer narrative:
Reference MFR. Report : 1221359-2021-01463 (patient 2). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 2 false positive results on the ID now covid-19 assay performed on various dates. This report addresses patient one ( 1) of two (2) . The customer reported a false positive results with the ID now covid-19 assay performed on (B)(6) 2021 . Pcr confirmation testing with genexpert platform generated a negative result. As per the customer no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022566 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1022566, test base part number 190-430/ lot: 1022566. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1022566 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples or cross contamination.